Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this lead has a history of twiddlers syndrome. The patient already had a lead revision done on (B)(6) 2016. Now atrial capture control failed via home monitoring. It was advised to bring the patient in for a follow up.